Event description:
It was reported that the leads were oversensing and had noise. It was possible that the leads were crushed due to a sub-muscular implant. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the outer insulation had a breached depression. All conductors were stretched and the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had a white substance on it and had a cosmetic depression. The lead was stretched. (B)(4) a distal segment of the lead was returned and analysis found no anomalies. However, all conductors were stretched and the proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, breached cut and had a cosmetic depression. The lead was stretched and visual analysis noted apparent explant damage.